Event description:
It was reported that the device readings were inaccurate.

Manufacturer narrative:
It was reported that the monitor had a very high reading which worried the patient. He was asked to come to the doctor office with his bp monitor, and upon checking it was found that his bp was okay. The reading on the patient device was atleast 20 units higher compared to the device at the doctor's office. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.